Manufacturer narrative:
The full lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and was reprogrammed. It was further reported that the ra lead was explanted and replaced, due to a lead fracture. No patient complications have been reported as a result of this event.